Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of pancreatic stent kinked.

Event description:
It was reported to boston scientific corporation that a advanix pancreatic stent was to be implanted during an endoscopic retrograde pancreatic drainage (erpd) procedure performed on (B)(6) 2025. During the procedure, it was noticed that the stent distal part was bent. However, the physician continued the procedure and completed it using this device. There were no patient complications as a result of this event.